Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with a frozen display due to a faulty component on the interface board. No constant tone or blank display was noted. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 190 mg/dl. The father of the customer reported a long constant tone from the insulin pump that could not be cleared. The father of the customer also reported changing and reinstalling the battery of the insulin pump to no avail. The father reported that the buttons were unresponsive in clearing the alarm from the insulin pump. The customer also reported a crack on the case of the insulin pump near the arrow button. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.